Event description:
On (B)(6) 2013 at approximately 5:11 pm a clinician noticed that the pump was infusing fentanyl at 100 ml/hr when it was supposed to be infusing 10 ml/hr (100 mcg/hr). Note: the facility cannot say without a doubt that the pump with serial # (B)(4) is the pump involved in the event.

Manufacturer narrative:
Investigation results: we performed a comprehensive repair analysis of this product which includes an attempt to reproduce the reported discrepancy. An incoming volumetric test was performed with the settings of 120 ml/hr and 10 ml with a result (9.85 ml) that was within the device specification. The customer's settings of 5 ml/hr and 240 ml (drug library: fentanyl) from (B)(6) 2013 at 15:04 pm were entered. The titrate setting of 100 ml/hr was then duplicated which resulted in the following: the resulting question was displayed: "the value is outside the allowable dosage limits continue?" If "no" is selected the titrate is aborted, the rate reverts back to the 5 ml/hr and the log records a "primary titrate abort". If "yes" is selected the titrate is accepted (100 ml/hr) and the log records a "dose titrate." The customer's log event does not show a "primary titrate abort." The customer's log event shows a "dose titrate" which shows that the new change was indeed confirmed. The reported complaint was not duplicated. Action taken: preventive maintenance and final quality control testing were completed prior to returning the pump.